Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and assay troubleshooting. During follow-up visits, the cse replaced the sample probe valve and sampling and reagent wash pump and ran quality controls, which were low. The cse then replaced the mixer rods and performed alignments of mixers, wash station and probes. The customer ran quality controls, which were acceptable. The cause of the discordant, falsely elevated co2_c result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on one patient sample on an advia 1200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.